Event description:
It was reported that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 160 mg/dl. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window.